Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to a defective q1 component on ECG "d" in the distribution node (dn). The belt was unable to complete a falloff test. The root cause for the defective q1 could not be positively identified. There was no adverse event that resulted from the damaged belt.